Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock due to atrial fibrillation (af). The patient's condition prevented a scheduled ablation from taking place. Reprogramming was done as troubleshooting. No adverse patient effects were reported. Currently, this crt-d remains in service.